Manufacturer narrative:
(B)(4).

Event description:
The physician was able to aspirate the pump, but not able to refill it. The refill tubing was patent. There was no depth issue. The pump did not move around in the pocket. They felt the silicone rubber septum. The needle was patent. The locked reservoir valve procedure was reviewed and they were still unable to fill the pump. An x-ray was obtained and it appeared that one side of the bellows was less contacted than the other. The physician attempted to fill the pump with saline several times, and it still wouldn't allow it, until, finally he was able to inject and aspirate. He then went to inject the medication and was only able to inject 15 cc. The patient had no therapy or medical problem related to the event. The physician scheduled the patient for a pump replacement on (B)(6), but the patient cancelled due to the (B)(6). She had not been rescheduled and it was unknown how she was presently doing. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.